Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support arranged to send a replacement pump with updated software, and the customer was advised to use multiple daily injections (mdi) as a backup insulin therapy. The customer understood and acknowledged the instructions to put the pump into storage mode before returning it via ups using the provided return box and pre-paid label within 10 days.